Manufacturer narrative:
The device remains in service at this time. If additional information is received, this report will be updated.

Event description:
It was reported that the patient with this pacemaker experienced a syncopal episode. Boston scientific technical services (ts) was asked to review the interrogation information. They noted there had been an episode of pacemaker mediated tachycardia (pmt), and the presenting electrogram (egm) showed the device was operating as programmed. No additional adverse patient effects were reported. The device remains in service.